Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, after a successful stapling by fellow, one of the metal wings of the loading unit got bent upwards after stapling. Unable to close the loading unit.